Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, a dislodgement was noted on the left ventricular (lv) lead. The lv was explanted and replaced to resolve the event. The patient was stable with no consequences.